Event description:
Reported a cuff-leak on a 8fen tracheostomy tube while in use. It was also noted that a small hole was discovered in the cuff. No pt harm was reported and the tube was replaced without incident.